Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure, sheath material separation and stent material deformation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy and/or inadvertent mishandling resulted in the noted kinked stent sheath resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Interaction/manipulation of the device as the partially deployed stent was being removed through the sheath resulted in the reported/noted sheath material separation and the reported stent material deformation/noted bent, stretched, broken stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left iliac artery. A 9x60mm absolute pro self-expanding stent (ses) was advanced through a 6f sheath and over a .035x300cm supra core guidewire to the target lesion, with no noted resistance; however; during deployment the thumbwheel was noted to jam and the stent could only be partially deployed. The ses was removed through the sheath and a new non-abbott stent was deployed to complete the procedure. There were no adverse patient effects nor clinical delay. Subsequent to the initially reported event, the device was received and the returned device analysis revealed that the stent sheath was separated 2 cm from the distal end of the tip, and the distal end of the stent implant was bent, stretched, and had broken struts. Follow-up with the account confirmed that all noted damages found in the device analysis occurred during the procedure when the portion of the stent that was deployed was re-sheathed and pulled through the 6f sheath for removal. No additional information was provided.